Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Analysis of the lead found no anomaly.

Manufacturer narrative:
Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the lead was bent out of the box. This had occurred during a procedure on (B)(6) 2014. The lead was not placed in the patient. It was noted that the manufacturing representative did not see a bend in the lead but the healthcare professional did. Additional information received reported the bend was in the distal end. Additional information received reported there was no patient death or injury. Patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.